Manufacturer narrative:
This is the second revision for this patient being the first event captured under incidents 3010536692-2016-00075 and 3010536692-2016-00076.

Event description:
Allegedly patient potentially has pain as well as a possible seroma. Dual mobility liner from stryker and our 28mm + 10.5 head were replaced with the same products in the same sizes. Left hip. Additional information: "this is the second revision for this patient (incident groups: 16010098 & 16010101).''